Event description:
It has been reported to philips that the system intermittently would not boot. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a vascular diagnostic procedure which resulted in delay for 10 minutes and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hanged. Review of the system log file showed that a frame grabber card error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse reloaded the os (operating system) in pc and restored the configuration. After reloading os and restoring configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.